Event description:
It was reported that after the procedure, the nurse removed the grounding pad from the pt's left flank and noted row of broken blisters over a six-inch area. The largest was quarter sized. Nothing had caused concern during the case. Once awake, the pt complained of pain at site. The stockert generator setting during the procedure was 30-35w. The hospital uses a conmed "surefit" indifferent electrode pad that is filtered through a st jude medical device. The st jude device is used in conjunction with the navx mapping system. The hospital will not provide info regarding treatment or medical intervention (if any) that was required as a result of this event. The pt is reported to be in stable condition.

Manufacturer narrative:
Eval summary: the rf generator was returned to stockert gmbh for eval. The issue could not be replicated and the generator was operating as expected. It was determined that the cause of event was improper placement of the electrode of the flank of the pt as well as the interaction with another manufacturer's ep recording system (navx).